Event description:
Death during surgery due to failure to achieve hemostasis after the creation of 11 transmyocardial revascularization (tmr) laser channels in the lateral wall of the left ventricle. Patient received transmyocardial revascularization after triple bypass was performed and while on cross clamp and bypass support.